Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a partial that is recorded as verified treatment followed by an additional partial that is recorded manually leads to incorrect meterset being sent to machine.

Manufacturer narrative:
H6 updated. H7 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that a partial that is recorded as verified treatment followed by an additional partial that is recorded manually leads to incorrect meterset being sent to machine. On (B)(6) 2025, field 1 was partially treated with 200,533.3 mp recorded. The user then manually entered an additional partial dose of 52,444 mp, bringing the combined total to 252,977.3 mp out of the prescribed 333,922.5 mp. When the user attempted to deliver the remaining 80,945.2 mp, the system incorrectly ignored the manual entry and calculated the remainder based only on the initial verified dose, sending 133,389.2 mp for delivery. Consequently, during continuation of treatment to field 1, the patient received 133,396.9 mp instead of 80,945.2 mp, resulting in an overdose of 52,451.7 mp. In this case, the patient received an excess dose of 52,451 mp during a single treatment day. The prescribed dose per day was 333,922.5 mp, with a total of four fractions planned. Therefore, the overdose represents approximately 16% for that day and 3.9% across the entire treatment course. Elekta physics have assessed this as a non-serious radiation overdose. An important field safety notification (371-01-msq-021) was sent to all affected customers from 9 december 2025 (elekta reference #: (B)(4)). The software containing the correction will be released to the field via important field safety modification. Affected customers will be notified by product bulletin of the release and a field service engineer will contact each customer and arrangements will be made for their devices to be corrected accordingly.

Manufacturer narrative:
G1 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The customer reported that a partial that is recorded as verified treatment followed by an additional partial that is recorded manually leads to incorrect meterset being sent to machine. On (B)(6) 2025, field 1 was partially treated with 200,533.3 mp recorded. The user then manually entered an additional partial dose of 52,444 mp, bringing the combined total to 252,977.3 mp out of the prescribed 333,922.5 mp. When the user attempted to deliver the remaining 80,945.2 mp, the system incorrectly ignored the manual entry and calculated the remainder based only on the initial verified dose, sending 133,389.2 mp for delivery. Consequently, during continuation of treatment to field 1, the patient received 133,396.9 mp instead of 80,945.2 mp, resulting in an overdose of 52,451.7 mp. In this case, the patient received an excess dose of 52,451 mp during a single treatment day. The prescribed dose per day was 333,922.5 mp, with a total of four fractions planned. Therefore, the overdose represents approximately 16% for that day and 3.9% across the entire treatment course. Elekta physics have assessed this as a non-serious radiation overdose. An important field safety notification (371-01-msq-021) was sent to all affected customers from 9 december 2025 (elekta reference #: (B)(4)). The correction for this issue has been released to the field, and customers have been notified through product bulletin (elekta ref: 371-05-msq-093) on 04/03/2026. Customers will be contacted by their local elekta representative to schedule the implementation of the software update. The problem is resolved in mosaiq® release 3.2.3.2.